Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: on (B)(6) 2023 sid (B)(6) initial=609.0 ng/l /repeated after hard spin=6.5 ng/l and 5.8 ng/l /redrawn and repeated=5.0 ng/l /redrawn again=6.0 ng/l laboratory reference range for troponin-I: male= < 26 ng/l; female= <16 ng/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). Updated postal code e1= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: on (B)(6) 2023 sid (B)(6) initial=609.0 ng/l /repeated after hard spin=6.5 ng/l and 5.8 ng/l /redrawn and repeated=5.0 ng/l /redrawn again=6.0 ng/l laboratory reference range for troponin-I: male= < 26 ng/l; female= <16 ng/l there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data for alinity I stat high sensitive troponin-I reagent lot 50315ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any non-statistical trend. Return testing was not completed as returns were not available. Historical performance of reagent lot 50315ud00 was evaluated using worldwide data from abbottlink. Review shows that the median patient result for lot 50316ud00 which shares the same bulk materials as lot 50315ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 50315ud00.